Event description:
It was reported during the trial procedure, the physician ((B)(6)) noted there was no strain relief included in the scs lead extension kit. Because it was a trial procedure, the physician elected to finish the procedure without the strain relief. It was noted there was no adverse event as a result of the reported issue.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.